Manufacturer narrative:
The lead was returned in one piece measuring at 64.4 cm. Final analysis found no anomalies. The reported electrical anomaly was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic with complete loss of capture on the right ventricular lead. The lead exhibited high capture and sensing threshold. Fluoroscopy imaging revealed that the lead was still in good position. On (B)(6) 2018, the lead was explanted and replaced successfully.

Event description:
New information received noted that the right ventricular lead also exhibited intermittent sensing.